Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose reached 500 mg/dl twice due to bent cannulas. The customer had a headache as a result of the high blood glucose. The customer had since changed her infusion set and her blood glucose was currently 184 mg/dl. The insulin pump did not alarm with no delivery for these events. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The device's bolus wizard and basal rate settings were programmed accurately. A high pressure test was declined. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.